Event description:
Balloon was placed in the vessel and inflated. When trying to deflate the balloon, it would not deflate. Dates of use: (B)(6) 2017. Diagnosis or reason for use: unstable angina. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no.